Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics were noted. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 200 mg/dl. She stated she had the device in her bra and went walking. When she tried to bolus, the numbers started scrolling on their own. The device was exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.